Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2015, product type extension, product ID 3389-28, lot# 0209155367, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Device information received.

Event description:
Additional information was received from the health care provider (hcp) via the rep. Measurements with the clinician programmer did not reveal any battery issue, battery voltage was 2.9 v. The patient was programmed to contact 10 (monopolar setting) to resolve the high impedance issue. There were no known external factors contributing to the event. Troubleshooting indicated electrical lead fracture at the cervical level. No further complications were reported.

Manufacturer narrative:
Report indicated broken electrical lead at cervical lead, which describes the extension. Concomitant medical products: product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2015, product type extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified that although the patient reported eos, this was not confirmed by the physician. The battery voltage was at 2.8 v and the ins status was ok when the impedances were measured. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for an unknown indication. It was reported that there were high impedances and an end of service (eos) message was displayed on the patient programmer. It was noted that the battery voltage was 2.8v. There were no patient symptoms or surgical interventions reported or anticipated.